Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing non target stimulation due to lead migration. The patient underwent a revision procedure wherein one lead was replaced and the other lead was repositioned and remains implanted in the patients body. The patient was doing well postoperatively. The explanted lead was discarded by the medical facility.